Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her drive support cap was damaged. The patient's blood glucose at the time of incident is unknown. The drive support cap was cracked. The customer was unable to identify if the drive support cap was protruded, loose, sticking out, or flush. The insulin pump was returned for analysis.

Manufacturer narrative:
The pump was received with broken battery tube threads, a cracked reservoir tube lip and minor scratches on the display window. The drive support cap was inspected and no anomaly was noted.